Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One event was reported for this quarter. One device was received. One event was confirmed; the device was found to have evidence of having water run inside. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event, in which the devices were reportedly leaking. There was no patient involvement; no patient impact.